Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the stretchy part that is inserted into the pump had a hole in the tubing and the tpn was leaking out while in the nicu. There was no harm.

Manufacturer narrative:
Although requested, patient demographics not provided by customer. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that there was a hole in the segment of the tubing that is inserted into the pump, resulting in a leak. The event occurred in the nicu with tpn infusing at 8 ml/hr. There was no patient harm.